Event description:
On 12/2000, the pt underwent a tonsillectomy using the evac 90 wand. During the procedure, the pt began to bleed profusely. The doctor attempted to use the coagulation feature of the wand to staunch the bleeding. However, after 60 seconds a suction cautery tool was used to stop the bleeding and finish the procedure. Immediately following the completion of the procedure, the doctor noticed swelling at the operative site, which was attributed to the use of suction cautery. The pt was then hospitalized for further observation. Upon exam of the pt later in the same day, the doctor noticed bleeding in the operative site. A second procedure was subsequently performed to fully stop the bleeding. The pt was hospitalized for 2 days. The pt was intubated for one day. As of 12/00, the pt is reported to be doing well.